Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was 290 mg/dl at the time of the call. The customer stated that the black gauge that stays in the reservoir opening fell off. The customer was advised to wait for a call back to set up a replacement order. The product was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.